Event description:
Suction irrigator blue button came off and when surgeon tried to put button back in the motor for irrigating turned on and was unable to be turned off. With the motor running, no irrigation was occurring, and suction was still able to be used.